Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was 60 mg/dl. The customer stated that he did not treat and his co-worker gave him juice and he became incoherent and ended having to have emergency medical service called. Customer's blood glucose at time of admission was 40 mg/dl. Customer was admitted to the hospital. Customer stated that he was prescribed by his health care provider which is insulin inhalation and that contributed to him going low. Customer declined to troubleshoot stating that the insulin pump is working fine.